Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the customer received the following results on two different compact plus meters, compared to a professional meter, within 10 minutes: 96 mg/dl (system 1), 40 mg/dl (system 2), and 60 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.